Event description:
It was reported that the customer had low blood glucose levels while she was sleeping. Customer stated that her husband got up to go to the bathroom and noticed that she was unresponsive. Customer's blood glucose level was 99 mg/dl. Customer treated with glucose tablets. Customer was not admitted as an inpatient for medical treatment. Customer stated that she only had a sweet potato for dinner and then gave a self bolus. Customer disconnected from the pump and will call back later to program the new revel. Customer was advised to monitor her blood glucose levels and to contact her health care professional about how to treat for a low. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.